Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000077119.

Event description:
It was reported the patient is experiencing ineffective stimulation. Patient has fallen on more than one occasion. Surgical intervention may take place at a later date.